Event description:
It was reported by the patient that they thought their implantable cardiac monitor device had moved or shifted after the implant and a small lump above the incision sight was noted. It was further reported by the patient that they had no signs of infection. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).